Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A manufacturer representative (rep) reported an issue with an inability to perform an MRI due to low impedance as of date notified. There were no diagnostics/troubleshooting performed, and no actions/interventions were taken, with the issue not resolved at the time of the report. Impedance values taken showed that contacts 0 <(>&<)> 1 were 112 ohms. All other contacts were within range. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.